Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The balloon was tightly folded. There were numerous hypotube kinks. The hypotube was separated 60cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating. The reported break was confirmed.

Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for treatment. However, it was noted that the shaft broke into two while in the guide catheter. No known patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for treatment. However, it was noted that the shaft broke into two while in the guide catheter. No known patient complications were reported.